Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a micro centrifuge vial. Visual inspection found no visible damage to the lens and had presence of residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Secondary surgery, lens exchange. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.50/+4.0/85 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6)2017. On (B)(6) 2018, the lens was removed due patient's dissatisfaction with his visual acuity which was 20/30 after the surgery. His pre-op visual acuity is 20/20. The lens was exchanged for longer different lens. The patient current visual acuity is 20/25.